Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received deployed. The exposed portion of the soft cannula was found to be shortened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.